Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging skin irritation, dizziness and or headache, nausea, vomiting, asthma (new or worsening), kidney disease, toxicity, lung disease, medical intervention was not specified. The patient required prescription medications, admitted to hospital, spell out what the intervention was. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. No patient information was provided. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow- up report will be filed.

Manufacturer narrative:
Repair evaluation information was received on 01/24/2025 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging skin irritation, dizziness and or headache, nausea, vomiting, asthma (new or worsening), kidney disease, toxicity, lung disease, medical intervention was not specified. The patient required prescription medications, admitted to hospital, spell out what the intervention was. No humidifier, peripherals or accessories were returned with the device. The device was returned to the manufacturer's product investigation laboratory for investigation. Using a known good power supply and power cord, pil tech was unable to confirm the device powers on and provided airflow. Pil was unable to retrieve machine hours, blower hours, therapy hours and the error log due to the device not powering on. Pil determined that the deterioration on the pca prevented the device from powering on. Care orchestrator data was not available for download. During the investigation pil observed the sd card cover was missing. Dust-like contamination was observed on the top enclosure, right side panel, in the air inlet, and on the bottom enclosure. An unknown contamination was observed on the left side panel. Potential dried liquid spots were observed on the right side panel, and in the iso port. A potential hair-like particle was observed on the right side panel. Pil observed one of the anti-slip pads on the bottom enclosure was missing. A whitish dust-like contamination was observed on the interior side of the bottom enclosure. Potential signs of thermal activity were observed on the interior side of the top enclosure and on the red and black wires of the j9 connector. (Inv0636) addresses the issue of the j9. Pil observed a large area of corrosion (potential liquid ingress) around the control knob of the pca. The corrosion has reached the opposite side of the pca. Residue from the corroded pca was observed on the blower cap. Dust-like contamination was observed on the pca, blower cap, iso port, blower motor, sound abatement foam and walls of the bottom enclosure. Dried liquid spots were observed on the interior side of the blower cap, on, under and in the blower motor, and on the blower housing. Pil observed a small amount of degraded sound abatement foam on the bottom of the blower housing. Pil confirmed the presence of degraded sound abatement foam. The issue of degraded sound abatement foam is addressed by CAPA 7211. Photos attached. Box d and h was updated in this report.

Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2023-01981. This report was submitted as a duplicate report of the previously submitted report.